Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via va-shunt with the setting of 1 on (B)(6) 2017. It was reported that the surgeon suspected the obstruction of the valve in question on (B)(6) 2017 as the patient complained a headache. Then, the revision surgery was performed with certas valve (82-8806, lot number is unknown) with the setting of 1 on (B)(6) 2017. The patient is (B)(6) years old, male, and his initial is (B)(6). The patient¿s condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected; a clear liquid was noted inside the valve as well as needle holes inside the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, with lot 113036 conformed to the specifications when released to stock on the 15th january 2017. No root cause could be determined as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.